Event description:
It was reported that a stent damage was occurred. The 85% stenosed target lesion was located in the severely calcified and severely tortuous distal left circumflex (lcx) artery. A 3.00x38mm promus element plus stent delivery system (sds) was then advanced to the lcx, subsequently, the stent strut was deformed. No patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual and microscopic examination found that the stent was damaged with a single stent strut on the fourth row from its proximal end raised and bent back distally. No other issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a stent damage was occurred. The 85% stenosed target lesion was located in the severely calcified and severely tortuous distal left circumflex (lcx) artery. A 3.00x38mm promus element plus stent delivery system (sds) was then advanced to the lcx, subsequently, the stent strut was deformed. No patient complications were reported and the patient's status is stable.